Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron g135 scaler, the insert was getting hot; no injury resulted.

Manufacturer narrative:
During evaluation, we were unable to duplicate the tip overheating. However we did find the water regulator pressure was set at 19psi. We adjusted it to 22 psi as per specification.